Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during drain four of five of peritoneal dialysis (pd) therapy. The home patient (hp) had incorrectly disconnected from the hc machine during dwell and then reconnected to the setup. The technical service representative (tsr) explained the alarm and assisted the hp in removing the cassette. The hp was to complete therapy with manually supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.